Manufacturer narrative:
Investigation: patient 2 was reported to have been bridging from pradaxa medication at the time of testing. Pradaxa is an alternative, non-validated anticoagulant medication. Due to these patient-specific and off-label issues, no further correlation analysis of the reported results is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273314. Test results as follows: donor inratio results 1 (2.2, 2.5, 2.2); ref: 2.01; bias threshold (1.01 - 3.01); %cv: 7.53; donor 2: (2.3,2.5,2.2); 2.3; (1.03 - 3.03); 6.55. All replicates for each donor are within acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. Conclusion: review of complaint found patient's medications may have delay onset. They could affect test results. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, eleven discrepant result complaints were reported for lot number 273314 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient 2. Results as follows: patient 2: date: (B)(6) 2012, therapeutic range: 2.0-3.0. Inratio= 4.2, lab= 1.7. Lab draw taken within minutes of the finger-stick once results were seen to be high on the inratio.